Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and ten months post implant of this bioprosthetic valve, the patient presented with a gradient of 45 mmhg, stenosis and moderate to severe valvular insufficiency. The valve was ballooned in the cath lab and despite the use of high pressure balloons, the gradient result was 15-20 mmhg and no change in insufficiency. No current replacement or interventions scheduled. No additional adverse patient effects were reported.